Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the local representative (cs) was able to get a passing verification with their imaging system to the navigation system, but no green communication status in 3d cal. The same ip information on another navigation system does not verify at all. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the ips in the tech services console could be verified normally. In 3d cal, the navigation system could see all the necessary leds. They have attempted uninstalling software with no resolution. Additional information was received. It was reported that a local representative (cs rt) was able to download working geocal/geocals ignature files onto a usb. She removed the old files and added the new files. She restarted the system and was able to communicate with the navigation system in 3dcal. The resolution was confirmed on the call.